Manufacturer narrative:
The investigation did not identify a product problem. Based on the information provided, the differences between the technologies likely contributed to the observed discrepancy.

Manufacturer narrative:
The serial number of the cobas z 480 instrument was requested but not provided. Investigation is ongoing.

Event description:
There was an allegation of a questionable result for one patient sample tested on the cobas® 4800 braf v600 mutation test. The alleged sample initially generated a positive result when tested with a lab developed test, a diagnostic test called mebgen rasket b-kit, marketed by a competitor, medical and biological laboratories inc. The same sample was then tested on the cobas z480 instrument generating a negative result.